Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the heater line was loose and had disconnected from the bag. The alarm was resolved by cycling power to the homechoice device. The patient stated they would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.